Manufacturer narrative:
D4: the UDI# is unknown because the part and lot numbers were not provided. The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information regarding the complaint devices were not provided. The reported patient effect of death as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed and due to the limited information available from the article and the article covering multiple patients, a cause for the reported death cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Dates of death and event: estimated dates. The UDI number is not known as the part and lot number were not provided. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional patient effects reported in the article are captured under separate medwatch reports.

Event description:
This is being filed to report death. It was reported through a research article identifying mitraclip that may be related to death. Specific patient information is documented as unknown. No additional information was provided. Details are listed in the article: haemodynamic and functional consequences of the iatrogenic atrial septal defect following mitraclip therapy.